Manufacturer narrative:
If additional information or investigation results become available, a supplemental MDR will be submitted.

Event description:
It was reported that there was a postoperative issue with an activl implant per information received via a safety survey. The original implantation was performed on (B)(6) 2020 on the area l5-s1. The patient experienced a sensory neurological adverse event about one week later without an incitive occurence ((B)(6) 2020). Results of a CT exam showed impairment; radicular pain resolved with one selective nerve root block. The devices were not explanted. Additional information has been requested but has not yet been received. Associated medwatches: 2916714-2020-00484, 2916714-2020-00485, 2916714-2020-00486. .

Event description:
Associated medwatches: 2916714-2020-00484; 2916714-2020-00485; 2916714-2020-00486; 2916714-2020-00487.

Manufacturer narrative:
Reference code: (B)(4). Device name: activ l pe-inlay 8.5mm. Serial number: n/a. Batch number unknown. UDI device identifier: (B)(4). UDI production identifier: unknown. Basic UDI-di: n/a. Unit of use UDI-di: (B)(4). Manufacturing date: unknown. Investigation: no product at hand; pictorial documentation; no product at hand. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and root cause: because there is only minor information at hand and no product for analysis, the definitive root cause cannot be determined. Corrective action: there is no CAPA necessary.